Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on the trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred on the trilogy evo device. There was no harm or injury reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed due to a failed data wipe that occurred on the device. There was no evaluation available due to the failed data wipe occurring on the device, which prevented an evaluation to be performed on the device. The device was returned to the customer unrepaired. The root cause isn't confirmed at this time.